Event description:
I have been using the omnipod dash insulin delivery system and the device that controls the insulin has a non-working battery that loses charge suddenly with no warning. They have replaced it twice, but they need to recall it. Today the battery failed again and my blood sugar went up over 400.